Event description:
Unexplained por. No lead impedance or battery measurement was obtainable., patient information was erased and implant date reset. Device subsequently tested out of specifications. No patient complications have been reported as a result of this event.